Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing due to a possible fracture. The lead was reprogrammed for a few days until it was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470 competitor implantable pacing lead (B)(6) 2004. (B)(4).